Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Taxol medication was dripping from attachment site on primary tubing. Required treatment was stopped immediately. Patient had to be removed from the area and spill cleaned. Customer response on 23-dec-2025: treatment for this patient was not dramatically affected, the patient did not complete the bag of chemo, but less than 10% of the drug was wasted. You can see in the picture the total spill was <5ml.